Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The low bg cause was not known. The customer attempted to resolve the low bg level by consuming glucose tablets, but they ended up going to the emergency room for third party assistance and was subsequently hospitalized on (B)(6) 2024. The customer was treated with intravenous (IV) fluids of glucose to address the elevated bg. The customer was discharged one day later, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.